Manufacturer narrative:
(B)(4). A sample is available for evaluation; once the evaluation has been completed a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). An actual unit was sent in for an evaluation. During visual inspection it was observed that the tubing was cut. The cause of this reported condition remains unidentified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter product surveillance of a clearlink in which the tubing was cut perfectly at the middle of the tubing while administering saline. The customer mentioned it could be possibly from the slide clamp. This condition occurred during patient-use. There was no patient injury or medical intervention necessary . No additional information is available.